Event description:
Rptr stated, "during surgery, the surgeon noticed that the cement is granulous and the working time is longer than usual." There was no adverse consequence for the pt or delay in surgery or anesthesia time.